Event description:
The patient reportedly experienced an infection on his skin flap. Medical treatment was given (type unknown). Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.